Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's touchscreen was black when the nurse entered the room. There was no alarms present. The nurse called for help and the patient was manually ventilated until the patient was placed on alternate ventilation. There was no harm to the patient.